Event description:
Boston scientific received information that the patient presented for a device evaluation after experiencing a syncopal episode. Upon review, it was noted that the patient's heart rate had dropped from 117 bpm to 60 bpm, the lower rate limit. Boston scientific technical services (ts) reviewed the sudden bradycardia response algorithm with the field representative and discussed reprogramming. The field representative reprogrammed the device according to the suggested changes. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.